Manufacturer narrative:
E1: initial reporter phone: (B)(6). Additional information was received on 29-aug-2023. The adverse event was discovered during use of biosense webster products. Transseptal puncture was performed, and the event occurred during transseptal phase. Patient required extended hospitalization because of the adverse event as they needed to make sure that there was no cardiac effusion. As such, the h 6. Health effect - impact code has been updated. No evidence of steam pop. Irrigated catheter was used in the event, the flow setting was 2mm mapping phase. No error messages observed on biosense webster equipment during the procedure. All force visualization features were used (graph, dashboard, vector, visitag). Visitag module was used, parameters for stability used was 3mm, 3sec, ai:400 and ai500, 3mm. No additional filter was used with the visitag. Ablation index was used. Smartablate generator was used. As such, the concomitant product section was updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 19-may-2023. The device evaluation was completed on 25-may-2023. It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with thermocool® smart touch® bi-directional catheter. The patient experienced a cardiac tamponade requiring pericardiocentesis. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed that the rocker arm was detached from the handle; however, welding residues were observed that show that the rocker arm was correctly attached. The device features were reviewed, and no issues were observed during the product investigation. The failure observed with the rocker arm, could be related to the excessive force applied during the procedure; however, this cannot be conclusively determined. A manufacturing record evaluation (mre) was performed for the finished device 30903228m number, and no internal action related to the complaint was found during the review. Based on the mre, expiration date and h4. Device manufacture date have been updated. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported adverse event. Investigation findings: fracture problem (c070603)/ investigation conclusions: cause not established (d15) / component code: actuator (g04002) were selected as related to the investigational analysis where the rocker arm was observed as detached from the handle. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with thermocool® smart touch® bi-directional catheter. The patient experienced a cardiac tamponade requiring pericardiocentesis. It was reported that a patient had a cardiac tamponade in an afib case. The doctor did pericardiocentesis for the patient and then the patient was hemodynamically stable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).